Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: "excessive force may result in unusual stress conditions and subsequent breakage or fracture of the bur or blade."

Event description:
During a procedure, the blade of the shaver system broke. It is unknown if anything fell into the patient or if there was a delay as a result. The procedure was completed with another device.

Manufacturer narrative:
(B)(4). Review of device history records reveals no evidence of product nonconformance and indicates product likely left the manufacturer conforming to print. Visual and physical inspection of the blade is unremarkable and no fracture is evident. This complaint cannot be confirmed and root cause of the event cannot be determined with the information available.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch.

Event description:
During a procedure, the blade of the shaver system fractured. No fractured pieces fell into the patient nor was there a delay. The procedure was completed with another device.